Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient was hospitalized on (B)(6) 2024 due to high blood glucose. Patient faced headache, vomiting, weakness vision changes. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin.